Manufacturer narrative:
By the check of the dhrs, no pre-existing anomaly was found on the 35 physica fixed tibial plates #6 (code 6522.15.060) placed on the market with lot# 1803405. First and only complaint received on the same lot#. We will submit a final MDR once the investigation will be completed.

Event description:
Knee revision surgery due to loosening of the cemented tibial plate (code 6522.15.060, lot 1803405). Surgeon commented that bone did not adhere to cement. Previous surgery took place on (B)(6) 2018, revision surgery on (B)(6) 2020. According to information received, the patient had a car incident (date unknown). Event happened in the USA.

Event description:
Knee revision surgery due to loosening of the cemented tibial plate (physica fixed tibial plate #6, part code 6522.15.060, lot number 1803405, sterilization number (B)(4). Surgeon commented that bone did not adhere to cement. Previous surgery took place on (B)(6) 2018, and revision surgery on (B)(6) 2020. The tibial component and liner (physica kr liner, part code 6532.50.610, lot number 17at16p, sterilization number (B)(4) were the only implants replaced. According to information received, the patient had a car accident (date unknown). The surgeon was unsure whether the accident was the reason for the patient's knee pain following the primary knee. The patient is a male, 56 years old (when the revision surgery was performed). Event happened in the united states.

Manufacturer narrative:
Investigation by the check of the dhrs, no pre-existing anomaly was found on the 35 physica fixed tibial plates #6 (code 6522.15.060) placed on the market with lot number 1803405. According to the records available, at least 34 out of 35 items belonging to the lot number 1803405 and sterilization number (B)(4) have been implanted, and this is the first and only complaint received on this lot number. No additional information is available about the event, specifically neither pre-revision surgery x-rays nor replaced components. Therefore, no further investigation can be performed on this event. However, based on the very few information that we have gathered: no pre-existing anomaly has been discovered by checking the DHR of the involved device the patient had a car accident, but the surgeon was unsure whether the accident was the reason for the patient's knee pain. We have no basis for considering the event as product-related. Pms data according to limacorporate pms data, revision rate of physica fixed tibial plates, belonging to the family codes 6522.15.xxx, due to loosening is around 0.013% based on the analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.